Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign matter remaining could not be determined. It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, gastrointestinal videoscope had poor air/water supply. The issue was found during the inspection for use. The intended procedure was a diagnostic procedure. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. In addition to the finding in b5, the evaluation found the customer's allegation was confirmed due to nozzle drain failure. Additional inspection findings include the following: angle play, insufficient angle, bending section cover scratch, bending section cover adhesion chipping and clouding, image guide hoses scratches and broken, image guide corrugated wrinkles, objective lens adhesion cloudiness, objective lens scratches, scope cylinder paint peeling, scratches on the connector side. The foreign material clogging the nozzle has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, it was not known when the foreign material adhered to the nozzle or whether the endoscope was immersed in a detergent solution. The customer did not know what the foreign material was. It was not known whether there was a delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was not wiped/brushed with clean, lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.